Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. No damages, tears, or leaks were observed in the fluid path that would result in fluid leaking from the pod. It could not be determined when or how the soft cannula became kinked. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 300 mg/dl. The pod was reportedly leaking while worn on the abdomen for between 4 and 24 hours. As treatment, a new pod was applied.